Manufacturer narrative:
The reported event of unable to interrogate was confirmed due to the device prematurely reaching end of service (eos). Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. An interrogation was attempted however, merlin on demand was unable to function. Troubleshooting was attempted, but the issue of failure to interrogate persisted. The physician explanted the device. No patient symptoms were reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. (B)(4).

Event description:
New information received notes that the patient presented at the follow-up in clinic with lightheadedness, bradycardia, and fatigue. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient was in stable condition post-procedure. The initial reporter was a nurse.